Event description:
It was reported, "study-mobilization of the knee one week after implantation of the primary knee."

Manufacturer narrative:
Additional information has been requested, and if received, will be provided in a supplemental report.